Event description:
Customer alleges burn from heat pad. Massage unit is very loud.

Event description:
Customer alleges burn from heat pad. Massage unit is very loud.

Manufacturer narrative:
The manual of (B)(4) states thermal burns occur when infrared radiation exceed 44°c. The heat feature on the lift chair never reached 44°c (111° f) during testing. The massage motor noise was typical for lift chairs with the same part. The nature of the complaint is unknown.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.